Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller contacted technical support, who provided information for a complete pump reset and guided them through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.